Manufacturer narrative:
Investigation summary: 98 sealed 32g x 4mm pen needle samples were returned from lot. No. 8109757, cat. No. 325106. Visual examination was carried out on 30 sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that two non-patient end of bd nano¿ pen needles were broken when injecting somatropin, and the treatment was postponed for one day.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two non-patient end of bd nano¿ pen needles were broken when injecting somatropin, and the treatment was postponed for one day.